Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient has been discharged from the hospital and is currently doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 990061-055, lot# c1-12989. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an radiofrequency (rf) procedure, a pericardial effusion was observed during the transeptal puncture. Pericardiocentesis was performed. The case was aborted. The patient¿s hospitalization was extended, and the patient was in the intensive care unit with recovery. No further patient complications have been reported as a result of this event.